Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: type of investigation, investigation findings, investigation conclusions, and h11 have been corrected, based on the completion of the investigation. H6: device problem has been corrected, as the previous report included an extra entry in error that does not apply. Additional information has been provided in h10. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided by the site. Tortuosity, calcification, and undersized vessel regions were present in the patient's right access vessel. (The diameter for use of the 14f esheath+ is greater than or equal to 5.5mm, and imaging indicated four regions that ranged from 4.4mm to 5.2mm in diameter.) The degree of tortuosity was reported to be 'low' and the degree of calcification was reportedly 'severe.' In this case, the inability to advance through the sheath and sheath liner torn could not be confirmed, due to unavailability of returned device or applicable imagery. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Provided imagery showed tortuosity in the access vessel. The degree of tortuosity was reported to be 'low.' Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. The provided patient anatomy report showed calcification in the access vessel. The degree of calcification was reported to be 'severe'. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Provided imagery of patient anatomy showed undersized vessels in the access vessel. The presence of the above factors can create a challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to shaft kinks. Device manipulation can lead to sheath shaft damage (i.e. Liner tear) if compounded with vessel calcification and/or tortuosity. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) may have contributed to the reported resistance, while patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (valve caught on liner, device manipulation) may have contributed to the reported liner tear. Regarding the difficulty introducing the sheath and distal tip split, sheath insertion/advancement difficulty is an identified hazardous situation associated with the transcatheter valve replacement procedure. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035'' guidewire compatibility, adequate sheath-introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035'' guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the adverse events of difficulty introducing the sheath and the splitting of the distal tip were unable to be confirmed. Investigation results suggest that patient factors (calcification, tortuosity, undersized vessels) may have caused or contributed to the difficulty to introduce the sheath while patient factors (calcification) may have caused or contributed to the sheath distal tip split. No edwards defect or manufacturing non-conformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Therefore, no further escalation is required. In this case, withdrawal difficulty was confirmed based on evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'the valve sheath and delivery system could not be withdrawn, and a bent valve strut was discovered. When the sheath came out, a piece of the patient's iliac vessel was removed with it.' Per review of provided imagery of the patient's anatomy, there was tortuosity, calcification, and undersized vessel regions in the access vessel. Similar to resistance, tortuosity, calcification, and undersized vessel regions can lead to sheath removal difficulty by subjecting the sheath to suboptimal angles and reducing the vessel lumen diameter. Post-procedural device photos showed patient vessel is attached to the sheath shaft. The challenging patient anatomy in addition to the valve catching on the liner likely contributed to the difficulty to withdraw the sheath and system from the patient. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessel) and procedural factors (valve caught on liner) likely contributed to the reported withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 26mm sapien 3 ultra resilia valve, the patient was brought to the catheter lab for tavr of his failed stenotic 25mm magna ease valve that was placed in (B)(6) 2018; however, there was difficulty inserting the sheath, a new sheath was placed after 18f dilator was used, and the delivery system became stuck at the external iliac. The valve sheath and delivery system could not be withdrawn and a bent valve strut was discovered. When the sheath came out, a piece of the patient's iliac vessel was removed with it. A 20mm balloon was advanced into the distal aorta to tamponade flow. Multiple covered stents were placed, bleeding from the access site continued. CPR was performed with impella placement. The code was called once it was determined that bp could not be restored and the patient expired. Per follow-up communication, the sheath of the tip was damaged and appeared to be 'frayed', and the distal tip of the sheath was torn. The operator cut away the externalized vessel and based on the operator's visual report, it is believed there was a hole in the liner made from the bent strut. Prior to the procedure, the team did a 7mm shockwave balloon to the right femoral access, prior to attempting to place the 14f esheath+. They dilated with a 14f introducer, 16f introducer and then attempted to place the 14f sheath. It would not pass, so a 18f introducer was advanced. The 14f sheath was then attempted and inserted with some moderate difficulty. The 26mm resilia valve was prepped and advanced into the 14f sheath. Around the level of the external iliac the valve would not advance further. Multiple attempts were made to advance the valve without success. It was decided to remove the valve, delivery system and sheath as a unit and place another 14f sheath and use a 8mm shockwave balloon to the area. The valve/sheath/delivery system would not retract, multiple attempts were made to remove without success. The patient's blood pressure began to drop, epinephrine was administered, and the patient was intubated. Visual inspection of the valve in the sheath showed that the distal end looked slightly flared and there was a bent strut. There was no allegation that the device was defective.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of three manufacturing reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06968.